Event description:
During a fess procedure, the handpiece leaked saline irrigation. The procedure was completed with back up equipment. There is no adverse event reported as a result of this malfunction.

Manufacturer narrative:
The product was tested at 100% irrigation and the alleged leak could not be duplicated. The handpiece was repaired and returned to the customer.